Manufacturer narrative:
Evaluation summary: the scope failed to provide image when connected to the video processor. Possible out of box failure. Description of any actions taken: this scope was not use on any procedure because it failed during image test with a processor. (B)(6) will recommend to dr. (B)(6) or his staff to send the scope to the local pentax distributor, (B)(4). Therefore, we checked the returned unit and confirmed that the ccd module failure. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the suction channel resistance, and the ccd module intermittent; however, they are not the main cause, and/or irrelevant to the alleged complaint. Correction information: g6: follow up #1. H2: if follow-up, what type? H3: device evaluated by manufacturer? H6: coding changed based on the investigation. Additional information: h4: device manufacture date.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ed34-i10t2-us is available in the USA with a 510k number k192245. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint on 29-jun-2021 that occurred (B)(6) in the pai region. The endoscope failed to provide an image when connected to the video processor. Possible out of box failure involving pentax medical video duodenoscope model ed34-i10t2, serial number (B)(4). Pentax medical customer service added the text "failed connection to processor" to the RMA notification. The device was sent to a local distributor for analysis and is now pending return to pentax medical for evaluation. The loaner endoscope is part of a 522 study and has not been received by pentax medical for evaluation as of 27-jul-2021. The investigation is in-process.